Event description:
It was reported that a caller experienced an issue with a pump battery that would not charge, accompanied by a power source alert. The caller declined to answer whether their blood glucose levels exceeded a certain threshold, and there was no reported adverse impact on blood glucose levels. The caller attempted troubleshooting steps, such as using different wall adapters and charging cables, without success. Technical support arranged for a replacement pump, ensured the customer knew how to put the current pump in storage mode, and instructed them to return it using a pre-paid label. The pump was confirmed to be under warranty, and the customer planned to use an alternative insulin delivery method to avoid interruptions.